Event description:
Clinical notification received for revision due to aseptic loosening, pain and stiffness. Treatment: femoral, tibial base, and insert were revised complaint number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).